Manufacturer narrative:
The company service representative examined the system and replicated the reported event. However, the company service representative found the issue was related to the laser indirect ophthalmoscope (lio) headset and not the system. The nonconforming bulb in the laser indirect ophthalmoscope (lio) was replaced to resolve the issue. The system was found to perform as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming bulb in the laser indirect ophthalmoscope (lio). However, the system itself was found to have no problem and was unrelated to the reported nonconformity. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to the start of a surgical procedure there was a lamp issue in the console. There was no patient involvement. The scheduled procedure was postponed.